Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net, an alert for right ventricular lead oversensing was observed. Review of the egms revealed that pvcs were being oversensed. The patient condition was stable and will continue to be monitored.